Event description:
Patient's operative records were received. The records indicate the patient was revised to address a failed right and left total hip arthroplasty due to metal induced sensitivity reaction. Upon revision abundant cloudy brown fluid was found in both hips. The patient's metal head was depuy but the liner was competitors product.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Revision surgery operative notes were provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Correct date (B)(6) 2013.